Event description:
It was reported that the device had a broken battery compartment. There was unknown patient involvement. Device analysis identified a damaged downstream occlusion seal.

Manufacturer narrative:
H3: one device was received for analysis. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period. A visual test was performed and found a damaged downstream occlusion (dso) seal. Functional tests were performed, and an occlusion test was used which indicated that the device doesn't hold patient data. There was a primary problem with defective printed wiring assembly (pwa). The customer¿s reported problem was duplicated. The root cause of the problem was a damaged battery compartment. The battery compartment and pwa will be repaired to correct the problem.